Event description:
This is a report of peritonitis in a patient, coincident with dianeal therapies for continuous ambulatory peritoneal dialysis (capd). The patient was hospitalized for a catheter problem. Four days later, the patient was diagnosed with peritonitis, manifested by cloudy effluent and abdominal pain. The peritonitis caused the hospitalization to be prolonged further. The treatment of the peritonitis was not reported. The patient had not yet recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.